Event description:
Information received by medtronic indicated that, customer reported hyperglycemic event and noticed pump error 130. Customer blood glucose level at the time of event was 24 mmol/l. Customer treated the hyperglycemic event with insulin pump. No harm and other symptoms related to hyperglycemic event was reported. Troubleshooting was not performed and customer not able to rewind the insulin pump. It was unknown that, insulin pump system was used within 48 hours of reported event and auto mode/smartguard feature was active at time of high blood glucose event or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. On (B)(6) 2022, the customer alleged for pump error 38 alarm. The sc1 locks properly in place in the reservoir compartment noted. No cosmetic damage on case during the visual inspection. Thump software was utilized and downloaded trace/history files properly. In further analysis in the pump history found multiple pump error 130 alarm on (B)(6) 2022 from 03:33:03.000 until 10:10:03.000. Pump passed the self test. Pump alarmed pump error 38 during the rewind test. Unable to verify pump error 130 alarm during testing and perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics assembly. However, found moisture damage on the force sensor and motor assembly noted. Swapping out test motor confirms pump error 38 alarm is isolated to motor assembly. Pump error 130 alarm confirmed in the pump history and pump error 38 alarm during the rewind test due to moisture damage on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.